Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues so it was decided to explant a replace the lead. This lead was retained by the hospital. No additional adverse patient effects were reported.